Event description:
The lesion is located at the mid lad. The lesion was severely calcified, moderately tortuous, and moderately angled. Pre-procedure stenosis was 65%. After pre-dilation with a ruijin balloon 1.5x10mm, the physician tried to cross cypher select plus crb33275. There was no resistance and the device was not steered by the hub. However, the hub connecting to the inflation device broke. Therefore, it was changed to a new one, and it successfully crossed the lesion. There were no reported pt complications. There were no anomalies noted when the device was taken out of the package. The device was prepped according to IFU. There was no difficulty connecting the hub to the indeflator. The device was removed from the pt by withdrawing it into the catheter. There were no complications.

Manufacturer narrative:
The product has been received for eval. However, the engineering analysis is not yet complete. Additional info will be submitted within 30 days of receipt.